Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained using molecular testing. Confirmatory testing was performed using molecular testing. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: customer reports 2 of molecular false positive: it was reported by the customer that they had false positive results. Vial 1 - bactec result: positive for e. Coli and candida tropicalis - biofire result: positive for e coli only, no yeast on gram. Customer problem: customer reports 2 different cases of false positive results using media 442023 for candida tropicalis. False positive.

Manufacturer narrative:
Investigation summary: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Two photos of bottles and one plot were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use.

Event description:
It was reported while testing with bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained using molecular testing. Confirmatory testing was performed using molecular testing. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: customer reports 2 of molecular false positive: it was reported by the customer that they had false positive results. Vial 1 - bactec result: positive for e. Coli and candida tropicalis - biofire result: positive for e coli only, no yeast on gram. Customer problem: customer reports 2 different cases of false positive results using media 442023 for candida tropicalis. False positive.